Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was on normothermia protocol with a target temperature of 36c on the arctic sun device. The patient was down to 33.1c now and it did not seem like the water temperature was adjusting appropriately. The water was at 24.4c, flow was at 2.7lpm, water level at 5, heater command was 100 percentage, pump hours were 171.1 and pump hours were 223.7. Mis walked nurse through draining ~500cc from the circulation tank. The water was at 32c and increasing. Mis discussed risks associated with rapid rewarm and how they could do a controlled rewarm to get patient back to 36c. Also asked nurse to be diligent with skin checks as the water would be warm to get patient back up to target.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was on normothermia protocol with a target temperature of 36c on the arctic sun device. The patient was down to 33.1c now and it did not seem like the water temperature was adjusting appropriately. The water was at 24.4c, flow was at 2.7lpm, water level at 5, heater command was 100 percentage, pump hours were 171.1 and pump hours were 223.7. Mis walked nurse through draining ~500cc from the circulation tank. The water was at 32c and increasing. Mis discussed risks associated with rapid rewarm and how they could do a controlled rewarm to get patient back to 36c. Also asked nurse to be diligent with skin checks as the water would be warm to get patient back up to target.